Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) -significant reduction of irido-corneal angles, secondary surgery, lens exchange. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2, -7.5/+0.5/003 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was removed on (B)(6) 2018 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the product was returned dry, in a micro centrifuge vial with residue on product. Visual observation found the lens missing a piece of haptic and residue on lens surface. (B)(4)